Event description:
The patient contacted animas on (B)(6) 2012 stating that the ok keypad button would sometimes stick when pressed and was intermittently unresponsive. The patient denied rips or tears in the keypad rubber. The patient reportedly wore the pump in a case attached to a belt and did not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. The keypad buttons were responsive; the complaint was not duplicated at the time of testing. During investigation, evidence of contamination was found under the contrast key contact.